Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that on fluoroscopy the right ventricular lead showed an apparent fracture and insulation break that was identified in the clavicle region. The lead was tested and had high impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.